Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited rapid battery depletion. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information received indicated the atrial leadless pacemaker (lp) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the helix. The helix length was within specification. Device battery was at eol level upon receipt. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed using sem on the hybrid indicated a metal migration anomaly occurred, which resulted in premature battery depletion of the device.

Manufacturer narrative:
Early battery depletion was confirmed through provided information. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned and its hybrid analyzed directly.